Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned actuator test board. Upon follow up, it was confirmed that the burned board was noticed during machine repair, when the biomed smelled burning. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 22,000 hours and the actuator test board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator test board. The biomed replaced the actuator test board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The actuator test board was is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual devices were returned to the manufacturer for investigation. A test machine gave an act byp valve fail 1 alarm while running in dialysis with actuator-test board (lot# v1305295754) installed. Ic26 was replaced on the board. The replacement ic26 sustained heat damage and smoke was visible on the next power up of the machine. Troubleshooting determined diode d19 was shorted. Ic26 and diode d19 are part of the deaeration pump driver circuit. After replacing ic26 and diode d19, the test machine ran in dialysis without alarm or failure. There were no flow errors. A test machine gave a low flow error alarm while running in dialysis with actuator-test board (lot# v1306205641) installed. Troubleshooting determined diode d19 was shorted. Ic26 and diode d19 are part of the deaeration pump driver circuit. After replacing ic26 and diode d19, the test machine ran in dialysis without alarm or failure. There were no flow errors. The removed ic26 chips were found to have heat damage to pins 17 and 18. These pins are the driver output for the dearation pump. A serial number search in the ptc complaint system of the complaint machine serial number found that one complaint of the deaeration pump motor was running. Upon completion of the evaluation, the reported issue was confirmed and the cause was traced to component failure.